Event description:
It was reported that during the implant procedure, the lead could not be connected to device. The lead was not implanted. There were no complications for the patient. Patient was fine.

Manufacturer narrative:
(B)(6).